Manufacturer narrative:
Device evaluation summary: during evaluation of the sample in was noticed a crease running from the anterior aspect to the posterior. At the ending of the it, shell abrasion as found in the posterior view. Leak testing was performed according with mentor procedures and it revealed tears in the are of shell abrasion measuring: tear a 0.05 cm. Tear b 0.05 cm. Tear c 0.1 cm. Tear d 0.1 cm. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated that upon explantation, the physician confirmed the device had ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/10/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified procedure with a mentor memorygel breast implant 300cc and experienced capsular contracture baker grade iii on the left side. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 4/4/2019, it was noticed that patient code 3191 (no code available) was omitted from the initial medwatch report 1645337-2019-08949 submitted on 3/1/2019. Manufacturer¿s reference number: (B)(4).